Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device loses water through the blue button, and the red one gets stuck and stays open while vacuuming.

Manufacturer narrative:
It was confirmed the device will not be returned for investigation as it could not be decontaminated. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: leaking. Probable root cause: material/design error. Constant irrigation flow is not maintained leading to limited field of view. Stopcocks in improper configuration. Large anatomy. Missing o-ring. Damaged or deformed o-ring. Pump malfunction (motor, control board, harness, power supply, battery, or cassette). Clogged tubing. User error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device loses water through the blue button, and the red one gets stuck and stays open while vacuuming.